Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of worsening mr is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported clip becoming caught in the commissure appears to be related to patient morphology/pathology. The reported patient effect of unchanged mr appears to be a result of both patient and procedural conditions, and likely due to the large prolapse and the clip entanglement in the commissure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the clip that was stuck in the commissure and leaflets. It was reported that the mitraclip procedure was performed in the patient with grade 3-4 degenerative mitral regurgitation with a long posterior leaflet and a large prolapse and flail. The first clip was implanted, but there was no change in mitral regurgitation (mr) grade. A second clip delivery system (cds) was inserted to be placed lateral, but became stuck in the commissure and leaflets, so it was deployed; however, mr remained unchanged at grade 3-4. The patient remained in stable condition. No additional information was provided.